Event description:
After this pedi-port trocar was inserted in the patient and the laparoscopic graspers were used, a small piece of the rim of the trocar broke off and was inside the patient. This piece was immediately retrieved and resulted in no patient harm.